Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the doudenum. The procedure date was unknown. According to the complainant, the patient returned to the hospital with symptoms of perforation. The perforation was confirmed through endoscopy. On (B)(6) 2020, an endoscopic closure procedure was perfomed, the physician noticed that the stent migrated distally and was pushed by the stricture into the doudenal wall. The migrated advanix biliary stent was retrieved with a pair of forceps and the procedure was completed successfully. There were no other patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.